Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Troubleshooting was not completed. Customer was using used battery but he will go to the store and purchase new battery. Customer will call back if the alarm reoccurred. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump was received with normal operating currents. Insulin pump was monitored and no unexpected failed battery test or battery failed alert noted during testing. (B)(4).